Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported a burning feeling under the pump, and it was tender to touch as well. The pump was reprogrammed to flex dosing on (B)(6) 2019. The outcome of the event was noted as ongoing. The clinical diagnosis was medical device site discomfort. The patient's weight was 209 pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The incisional site/device tract was pump pocket. No further compilations were reported/anticipated. Additional information received from a healthcare professional (hcp) via a clinical study reported examination revealed painful pump pocket on (B)(6) 2020 secondary to weight loss. It was reported they were considering pump relocation. No further complications were reported. Additional information was received from an hcp via a clinical study on 2020-oct-07. It was reported that on (B)(6) 2020 the pump pocket was relocated from the right buttock to the right lower abdominal quadrant. The 40ml pump was explanted and replaced with a 20ml pump and the event was resolved without sequelae on (B)(6) 2020.